Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the clinic after experiencing syncope. It was noted that the right atrial (ra) lead alert triggered. It was also reported that the right ventricular (rv) lead had noise and was fractured and that the ra lead had chronic high threshold and chronic high impedance. The device detections were turned off and the patient was referred for lead extract ion. The rv and the ra leads remain in use. No patient complications have been reported as a result of this event.